Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead; (B)(4)applies to lead (lot# unknown) only. (B)(4) applies to verify and lead (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient felt like one of the wires came loose and they also had to change the batteries in their controller; stimulation was adjusted to a comfortable level. Five days later, they were feeling pain. They also said the belt was always moving. On (B)(6), patient said their controller says "unable to find device" and is worried their lead may have migrated or the ens became disconnected. No further patient complications have been reported as a result of this event.